Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Additional information is provided in h6 and h10. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy plus pump, under infusion was noticed. No patient involvement.

Event description:
It was reported that the device was under infusing. No patient injury was reported.

Manufacturer narrative:
Customer reported that the device was under infusing. Performed three separate delivery accuracy tests,no problems was found with the fluid delivery of the pump. Unable to determine what caused the problem.